Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump. It was reported what was happening was the patient was not having symptoms that the pump was for ¿it was giving my eyesight problems, like seeing electric lights when I look at my ipad.¿ it was noted this started happening (B)(6) 2020. It was reported it was gradual and it was so much electricity the patient could not watch tv ¿without it piercing my eyes¿ and it was getting worse. It was also reported the patient¿s head ¿started feeling squeezing like on my face and my chest and arms.¿ it was noted they did an MRI and the patient did not have multiple sclerosis (ms) and the doctors could not figure it out. The patient came to the conclusion ¿that something was leaking in the pump that's making me see electric lights¿ as it was not just when they looked at their ipad, ¿its if I look at anything that's electric". It was further reported the patient was not concerned the catheter was lea king but ¿worried that the battery was leaking, something electrical or something or maybe it was something with the titanium its made of". It was reported the patient went to "all these eye specialists, and they did not seethe pinching in my eyes and they do not know what it is". No further complications were reported.